Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an ivc filter removal, the user felt resistance on the sheath and the sheath came apart upon removal. The device was noted to be a 12 fr. 45 cm sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control documentation review of the device was conducted during the investigation. The product was not returned for investigation. A review of the device history record could not be performed since the lot number is unknown. Per the investigator's evaluation, "no device information was provided other than that the device was noted to be a 12 fr. 45 cm sheath. However, upon review of the photographs provided it appears that the complaint device may be a dilator included with a kcfw-12.0-35-45-rb-hfanl0 (1)-hc sheath. With the information available to us at this time we are not able to determine the root cause of this issue. However, it is feasible to suggest that the product was subjected to high forces." We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.